Event description:
It was reported that during preparation for a procedure, the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Based on the quality investigation, internal components were worn and severely corroded, so various components were replaced. The device was returned to the user facility.